Event description:
A malfunction occurred on a customer's pump, as reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur after resetting, and the customer was instructed to continue using the pump and to call back if any issues recurred. The customer acknowledged and understood these instructions.